Event description:
It was reported during knee arthroplasty that the bone screw drill fractured during use. The procedure was completed with another device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - drill. Visual evaluation of the returned drill confirmed it had fractured on the shaft where the flutes run out and showed signs of use (nicked/dinged). The device was conforming to specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of greater than twelve years and exhibited signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.